Event description:
The patient service representative (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support service to report an issue with a charger. The psr reports the charger would not power on, despite plugging it into multiple outlets. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. Upon evaluation, the power connector on the charger was loose, not allowing the charger to power on. The root cause of the loose connector cannot be positively identified, but was likely a result of excessive force. Once the power brick was replaced, the charger was fully functional. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.